Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump unexpected power loss alarm. The customer¿s blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm. Customer also stated that they received the alarm during the time that the buttons were not responding. Customer stated that the screen was not completely blank. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected low battery alert, power loss alarms, or pump error 23 alarms noted. The insulin pump was monitored for a day and no unexpected frozen display or unresponsive buttons noted. (B)(4).